Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 313-550 mg/dl. Elevated blood glucose was addressed with a bolus via the pump and manual injection. While performing system check, tandem technical support could not identify the root cause; however, customer reported pulling and reusing residual insulin from used cartridges and using apidra insulin. Customer was instructed not to reuse residual insulin, and was informed that apidra is off label per the user guide. Customer changed pump supplies and successfully resumed insulin delivery.